Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Date of implant: (B)(6) 2009. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: the patient was preoperatively diagnosed with herniated disk at l5-s1 and l4-l5, symptomatic degenerative disk disease at l4-l5 with lumbar stenosis and spondylosis at l4-l5 and l5-s1 and underwent the following procedures: l4-l5 interbody fusion with interbody synthetic device using an extreme lateral approach and rhbmp-2. L4-l5 instrumentation. L4-l5 and l5-s1 decompression. Laminectomy of l4-l5 on the left side.the patient tolerated the procedure well without any intraoperative complications.